Event description:
It was reported that a malfunction occurred on the pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer received assistance from technical support to reset the pump, and the issue did not recur after resetting. The customer was instructed to continue using the pump and to call back if the malfunction recurs, which was acknowledged and understood.